Manufacturer narrative:
Correction- section g2: checked "foreign" in g2.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. Transmissions showed that the left ventricular (lv) lead exhibited high capture threshold measurements. No intervention or patient condition was reported.